Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the annular ruptures are unknown as the author did not go into detail of the events. However, may be due to patient factors (age, , degree of valvular calcification, comorbidities not provided) and/or procedural factors (over inflation, wrong valve sizing, device manipulation) may have contributed to the reported annular rupture and resulting cardiac tamponade. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Faurie, b., souteyrand, g., staat, p., godin, m., caussin, c., van belle, e., mangin, l., meyer, p., dumonteil, n., abdellaoui, m., monségu, j., durand-zaleski, I., lefèvre, t., easy tavi investigators. Left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement (2019). Jacc: cardiovascular interventions. Https://www.sciencedirect.com/science/article/pii/s1936879819319910. This is one of four manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿left ventricular rapid pacing via the valve delivery guidewire in transcatheter aortic valve replacement¿, between may 2017 and may 2018, 303 randomized patients underwent aortic valve replacement procedures using the sapien 3 or sapien xt valves by transfemoral approach. An annular rupture, resulting in cardiac tamponade occurred in 4 patients.

Manufacturer narrative:
Additional information: section h10: narrative text. Corrected information: section d1: brand name; section d4: model number. Please reference related manufacturer report no: 2015691-2020-10181, related manufacturer report no: 2015691-2020-10183, and related manufacturer report no: 2015691-2020-10184.

Manufacturer narrative:
Reference CAPA-20-00141.